Event description:
Information received with return of the explanted device notes that the patient is completely pacemaker dependent. The lead w as replaced due to lead dislodgement and high pacing thresholds with failure to capture.